Event description:
It was reported that the tip detached. A 300cm, 8cm v-18 control wire was selected for use in a procedure in the occluded superficial femoral artery (sfa). When retracting the wire, it was observed that the tip was detached. The catheter was removed with the broken wire inside. The procedure was successfully completed with another v-18 control wire. No patient complications were reported.

Manufacturer narrative:
B3: date of event - event date was not reported and was approximated to (B)(6) 2021. Device eval by manufacturer: the returned guidewire was kinked at the distal tip section. Additionally, the core wire was exposed due to the peeled polymer jacket. The peeled polymer section was not returned. Microscopic inspection confirmed a kinked distal tip and peeled polymer. The very tip was not detached or exposed. Dimensional inspection was performed and the outer diameters at the proximal, mid, and distal sections were within specifications. The peeled polymer section was measured, and approximately 7cm were missing.

Manufacturer narrative:
Date of event: event date was not reported and was approximated to (B)(6) 2021.

Event description:
It was reported that the tip detached. A 300cm, 8cm v-18 control wire was selected for use in a procedure in the occluded superficial femoral artery (sfa). When retracting the wire, it was observed that the tip was detached. The catheter was removed with the broken wire inside. The procedure was successfully completed with another v-18 control wire. No patient complications were reported.